Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not yet reached end of service. The pt had not suffered any recent injury or trauma that may have damaged the ncp system. The pt was able to feel stimulation, but had noticed an increase in seizure activity. The pt has had 14 seizures in the past 25 days which is an increase above previous efficacy obtained with the vns therapy but not an increase above pre-vns baseline. It was reported that the pt's seizures are now lasting longer and that the pt has a longer post-ictal period. The pt feels pain in the left neck area that is somewhat relieved when pt turns their head toward the right. Review of x-rays revealed that the lead connector pins did not appear to be fully inserted into the generator header and that there were two areas near the strain relief loop where the lead wire may be compromised. Revision surgery is planned. Due to the pain, the pt's device was programmed to off pending revision surgery.